Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000134496. A cerebrospinal fluid leak (csf) during implantation was reported to abbott. In recovery the patient was experiencing right leg pain, and the decision was made by the physician to explant the system that was implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during implant procedure, patient experienced a cerebrospinal fluid (csf) leak. In recovery, patient experienced right leg pain and surgical intervention was undertaken wherein the newly implanted system was explanted. After explant procedure, patient reported that pain had improved.